Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of liner in 52 mako pst cup. Liner was revised to a +4 elevated liner. Patient was complaining of a dislocating sensation but had no reported events.